Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, the device serial number of this ekosonic endovascular device was unable to be verified because the cords were cut on the infusion catheter (ic) and the ultrasonic core (usc). Microscopic visual inspection of the ic showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the coolant port where the cracking was noticed. The device did not leak from the drug port luer. The reported event of leaking was confirmed. Additionally, it was found that the coolant and drug ports were cracked.

Event description:
It was reported that there was a coolant leak, requiring an additional catheter to be placed. This 106x30cm ekos endovascular device was selected for use in a deep vein thrombosis procedure. Within 24 hours, a coolant leak was noticed. The catheter was removed, and the patient returned to the catheterization laboratory for a new catheter placement. The procedure was completed with a new catheter. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(4).

Event description:
It was reported that there was a coolant leak, requiring an additional catheter to be placed. This 106x30cm ekos endovascular device was selected for use in a deep vein thrombosis procedure. Within 24 hours, a coolant leak was noticed. The catheter was removed, and the patient returned to the catheterization laboratory for a new catheter placement. The procedure was completed with a new catheter. There were no patient complications.